Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right internal carotid artery (ica) using a neuron max 6f 088 long sheath (neuron max), velocity delivery microcatheter (velocity), penumbra system red72 reperfusion catheter (red72), and a guidewire. During the procedure, the physician advanced the red72 and velocity over a guidewire through the neuron max. Next, while advancing the velocity through the red72, the physician experienced resistance and decided to remove the velocity. However, upon removal of the velocity, the physician noticed it was broken in half into two separate pieces. The procedure was completed using a new non-penumbra microcatheter, the same neuron max, and the same red72. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned velocity confirmed that the catheter was fractured. If the velocity is manipulated against resistance during use, damage such as a kink and subsequent fracture may occur. Based on the reported event, the root cause of the resistance during the procedure could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.